Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before patient use, the cardiosave intra-aortic balloon pump (iabp) failed the leak test. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse had a failed leakage test at 10mmhg. The fse replaced the safety disk. The fse performed functional tests and all other required tests. The iabp was cleared for clinical use. The failure analysis and testing dept. Received part number 0202-00-0140 safety disk serial number (B)(6) with a reported unit failure of failing the leak test. The failure analysis and testing dept. Performed a visual inspection of the 0202-00-0140 and found the part to be in good condition. The failure analysis and testing dept. Installed the safety disk into the cardiosave test fixture serial number (B)(6) and tested the safety disk to factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision r. After performing the all manifold test it was observed that the membrane differential pressure test had failed with a result of 10mmhg. The factory specifications is +- 6mmhg. The safety disk failed testing. Retaining the safety disk in the failure analysis and testing department per procedure number 0002-07-d008 rev. An.